Event description:
It was reported that during a nasal polypectomy, a microdebrider cutter did not function properly. The surgical team attempted to use three backup cutters from the same lot code, but were unsuccessful. As a result, the procedure was cancelled mid-way through. No adverse effects to the patient were reported. There was no patient or user injury reported, and no other adverse consequences alleged with this event.

Manufacturer narrative:
The devices were not returned to the MFR for an investigation. A f/u report will be submitted if the products are returned, and if the investigation results require.